Manufacturer narrative:
Device codes: medical device problem code (B)(4) captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the truetome 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.